Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No serial/lot number was provided; therefore, a device history record (DHR) could not be conducted. Additional corrections: d4 lot, expiration date and h4 are unavailable as no lot number has been provided, corrected data: g4 on initial report corrected to 06-mar-2023, b3: unknown; no information has been provided to date.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable had creases in the tubing causing the pump to alarm. No medication was getting through the disposable to the pump. The patient was delayed slightly in replacing their medication disposable as they had to waste a significant amount of disposable and lines trying to find one that worked.